Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to device programming.

Event description:
It was reported that there were episodes of automatic mode switch (ams) due to far field r-wave oversensing by the device. The device was reprogrammed and the patient was stable with no consequences.